Manufacturer narrative:
(B)(4). There is no CAPA associated with this issue.

Event description:
The customer reported one (1) ipump for which, "the patient came out of the "total knee" procedure and sometime between recovery and moving the patient to their room, "during a half hour," the pump lost its program." There is patient involvement; however there is no report of patient harm. No further information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device serial number is unknown; therefore a device/service history review could not be performed. The device was not returned for evaluation; therefore, the reported condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information becomes available, a follow-up report will be submitted.